Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and boot. Functional testing and log download are unavailable since unit does not power on. The receiver case was opened for internal inspection and failed, a defective battery was verified. The battery voltage measured 2.6 v and the battery control chip was contaminated/damaged. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.